Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for a routine interrogation. Upon interrogation it was noted that there was some atrial lead noise. The noise was not reproducible, and the patient did not have any symptoms. No changes were made to the programming and the patient will continue to be monitored.